Event description:
New information received notes that the device was reprogrammed to address the oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.

Event description:
New information received notes that post-paced t-wave oversensing recurred. The patient remained asymptomatic. Additional programming changes were recommended and the device remains implanted.